Event description:
Device issue: none. Adverse event: thrombosis requiring intervention. Time of adverse event: post stenting procedure. It was reported that a patient with serious health condition had diffuse lesion and a lot of thrombus pre-stenting procedure. An ultrasound was performed which did not show a lot of thrombus and a 3 x 38 zeta stent was implanted without a problem; however, post-stenting procedure, a lot of thrombus was found blocking the site. Aspiration was performed, but not enough so an intra-aortic balloon was used and reopro given. The patient was reportedly in the intensive care unit being treated with anticoagulant, antiplatelet and thrombolytic. There were no reported of adverse patient sequelae. No additional information was provided. Additional information was received that the patient had died, due to the reported thrombosis found post-stenting procedure requiring intervention.

Manufacturer narrative:
(B) (4). There was no reported product deficiency. The reported thrombosis and death are known adverse events listed in the zeta instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.